Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00771.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter and a neuron max delivery catheter. During the procedure, a 3max catheter kinked while inside a neuron max and became stuck. The 3max catheter and neuron max were both removed from the patient and the procedure was completed successfully using another 3max catheter and neuron max. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the neuron max 088 (neuron max) was kinked approximately 35.0, 41.0, and 74.0 cm from the hub. Conclusion: evaluation of the returned devices revealed the 3max was kinked. This type of damage typically occurs due to improper handling during use. If the 3max is manipulated forcefully at an angle during insertion into a catheter, damage such as this may occur. Further evaluation revealed the neuron max was also kinked. This type of damage typically occurs due to improper handling during use. If the neuron max is manipulated forcefully at an angle during insertion into a patient, damage such as this may occur. A penumbra system 5max ace reperfusion catheter (5max ace) was returned with the 3max and neuron max, but was not mentioned in the original complaint. Evaluation revealed the 5max ace was ovalized and stretched. This type of damage typically occurs due to forcefully retracting a 5max ace against resistance. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.